Manufacturer narrative:
The insulin pump powered up properly no blank display noted. The insulin pump had unresponsive buttons due to corroded keypad traces. Unable to verify alarm history due to unresponsive buttons. The insulin pump had cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported the insulin pump shut off and it alarmed displayable history crc check failed on startup. Customer's blood glucose was 23.0mmol/l, treated with manual injections. The device alarmed while customer was trying to bolus for high blood glucose. A temporary basal was not programmed before the alarm occurred. Customer had taken out the battery over night. The device was not in spanish mode. Alarm occurred during normal use. Customer was unable to clear the alarm. Customer was advised to revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.